Manufacturer narrative:
There was no patient impact involved in this event. During device evaluation, technician was able to duplicate the reported issue. While in ready mode, laser displayed a warning message. Technician further evaluated the device and found that the air switch on I/o board was over-sensitive. A new I/o board was installed to resolve issue. Technician then performed functional check and confirmed laser was operating as intended after replacing I/o board. The device history record confirms that the product passed and met all requirements before releasing. Due to the site reporting an unintended discharge of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
The customer reported that the picosure handpiece had continued to deliver an unintended discharge of laser energy after the trigger button was released.